Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2234919, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the needle had pierced through the catheter tubing near the tip. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.

Event description:
It was reported while using bd insyte autoguard the needle pierced the catheter. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: it breaks the silicone or does not show resistance in the course to perform access. Did you observe if the needle went through the catheter (malleable part)? Yes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard the needle pierced the catheter. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: it breaks the silicone or does not show resistance in the course to perform access. Did you observe if the needle went through the catheter (malleable part)? Yes.